Event description:
(B)(6) at md office confirmed that the pt passed away on (B)(6) 2023. Swish and spit or swallow 5-10 ml 4 to 6 times daily as needed for mucositis. Avoid eating or drinking for 1 hour after.